Manufacturer narrative:
Evaluation summary: the stem-rasp relationship is line-to-line with the tivanium stem substrate. The fiber metal pads have approximately 0.20" press fit proximally at the osteotomy level which tapers to a line-to-line fit at midstem. The layouts show the design and press-fit relationship between the stem and rasp to be appropriate. Intraoperative femur cracking can be caused by numerous factors including, but not limited to, patient bone quality, excessive impaction force, surgical technique, excessive seating of the implant or rasp, or worn/dull rasp teeth. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon experienced calcar fractures due to the insufficient insertion of the stem after the final rasping.